Event description:
It was reported that a er420 was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the clip dropped and spitted from the device (did not fall into the patient). A new one was used to complete the case. There was no consequence to the patient.